Manufacturer narrative:
Imdrf annex a & g code are updated.

Event description:
The customer reported "large volume pump module". No further information available. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sub mechanism assy, ail sensor assy, rear case housing assy for fluid ingress. Replaced u4 led on display board assy for segment dim. A review of the device history record showed the device had a manufacture date of 02/02/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress of the case - rear. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA (B)(4) for dim u4 segment. CAPA (B)(4) for ail. CAPA (B)(4) for fluid ingress.

Event description:
The customer reported "large volume pump module". No further information available. No patient involvement.